Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain. Before the procedure, the trocar needle tip does not match the body of the tube, either too long or too short, and does not fit the tube well enough to complete placement. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; three photos were provided for review. The photo shows a partial view of drainage catheter in which the trocar needle can be seen protruding from the distal end of the catheter and the stylet is not centered. The manufacturing site evaluation states, without the physical samples to review it is not possible to determine how the interaction between the components may or may not have contributed to the defect. Therefore, the investigation is confirmed for the reported defective component as the stylet was noted be not centered. A definitive root cause for the trocar and the catheter did not match could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain. Before the procedure, the trocar needle tip does not match the body of the tube, either too long or too short, and does not fit the tube well enough to complete placement. The procedure was completed with another device. There was no patient contact.